Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient states she keeps trying to charge and getting an error message rm03. Patient states she has gotten this code a couple times and has tried resetting the controller. Agent advised to check for damage and patient states the junction between the paddle and the wire is getting pretty hot. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Pt mentioned having some pain. Pt states the recharger telemetry module (rtm) gets hot.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.